Event description:
It was reported by the hospital nursing staff that the pt in room (B)(6) went into "pea arrest" (pulseless electrical activity cardiac arrest) at approximately 12:30 hours and bradycardia at approximately 18:39 hours on (B)(6) 2015. They reported that the ics (infinity central station) did not alarm for these events. They did not know IV ghd iacs (infinity acute care system) alarmed or not. The alarm review did not go back fare enough for iacs. But there reportedly were brady events in the ics around these times. There was no pt injury reported. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger medical has analyzed the log files. It is evident that the infinity central station has alarmed for bradycardia on eight occasions during the two sequences in question. The input recorder shows that the user has suppressed the acoustical alarms repeatedly of medium grade alarms like hr low. Spo2 low and rr high were posted from the bedside monitor. During pea, there is cardiac electrical activity. Thus, it may happen in individual situations of occurrence that no ECG alarms are being posted. As long as ibp. Spo2 or other vital parameters are being monitored, the detection of pea is ensured. For the particular case, the iacs algorithm had associated the pea with bradycardia and alarmed for it appropriately. Additionally, exceeding the alarm thresholds for other vital parameters was alerted as well and acknowledged by the user. Draeger medical finally concludes that the device worked as intended during the concerned monitoring episode and thus, the complaint cannot be confirmed.

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.